Manufacturer narrative:
Concomitant medical product(s): product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), ubd: 02-dec-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left extension wire was removed due to erosion. Lead and ins were maintained.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there was no chance in status of the intracranial lead or ins. The left extension wire only was removed on (B)(6) 2020 and then re-implanted on (B)(6) 2020. When asked if the issue resolved it was again stated that the lead was explanted and re-implanted.